Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the "rotating head blocks" on the 0 degree endoscope plus, causing the arm to "do wrong things." The procedure was completed as planned. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. Additional information that was requested but has not been provided included the patient outcome and whether the image from the endoscope was inverted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope plus involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The camera instrument adapter was found to have binding/friction issue. Additionally, during functional testing, the endoscope failed the focus test. The root cause of the failure is not determinable/applicable. The camera was also found to have a damaged/cracked sapphire distal window. The root cause was attributed to mishandling/misuse. A review of the instrument log for the 0 degree endoscope plus (part# 470056-08/10086357) associated with this event has been performed. Per logs, the 0 degree endoscope plus was used on the reported event date of (B)(6) 2022 on system sk5372 and was subsequently used again on 07-june-2022 procedure. At this time, the endoscope has 1941 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this complaint is being reported because it was alleged that the endoscope rotating head was blocked causing the robot arm to move with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.